Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: to confirm and clarify "the staples were deployed at the time of entering the port." Did the device activate automatically or unintentionally as the device was being inserted through the port? Yes.

Event description:
It was reported that during an unknown respiratory surgery, the staples were deployed at the time of entering the port. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cz6c. Investigation summary: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.